Manufacturer narrative:
Due to hospital's policy, the patient files cannot be provided. Therefore, the reported event cannot be verified and no investigation can be performed. It is known that the battery longevity takes 24 hours to be displayed on the programmer screen. It has been confirmed that the device works properly after this event. Therefore, the complaint is closed as is. The complaint will be re-opened in case of new relevant information.

Event description:
On (B)(6) 2024, implantation intervention for alizea dr (s/n: (B)(6)) was performed. At the time of implantation intervention, battery information (life/magnet rate/voltage) was not displayed. After terminating the session and re-interrogating, only longevity was displayed.

Event description:
On (B)(6) 2024, implantation intervention for alizea dr (s/n: (B)(6) was performed. At the time of implantation intervention, battery information (life/magnet rate/voltage) was not displayed. After terminating the session and re-interrogating, only longevity was displayed.